Event description:
It was reported that a patient underwent an emergency cesarean section procedure on (B)(6) 2012 and continuous suture was used to close the rectus sheath. The patient presented on (B)(6) 2012 to the emergency room with blood oozing from the wound site and feeling a bulge. She was admitted and rushed to the operating room for an emergency laparotomy. They found that the center of the suture that closed the sheath had disintegrated at the mid line section. The knots were still intact. The patient had complete wound dehiscence with some herniation of the bowel. The wound was repaired with a different suture. The patient is fine now.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.